Manufacturer narrative:
Initial reporter also sent report to FDA? Is no investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported alarming cassette not attached during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device labels and physical condition were all intact upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation. Root cause of the reported event is unknown. A faulty downstream occlusion sensor will be replaced. A nonconformance report (ncr) was created to investigate the failure mode of the reported event which is ongoing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120.